Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous mid left anterior descending artery. A 2.5x20mm quantum maverick balloon was used to post dilate a 2.5x33mm non-bsc stent, however the balloon ruptured at the rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall 5mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).